Event description:
It was reported that the unit kept powering off. It was further reported that this caused a delay in the case.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.